Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a one level case, two screws were more medial than the CT to fluoro plan. The manufacturer representative suspected user error with soft tissue pressure. The use of the guidance system was aborted. Two screws were removed and fluoro was used to continue with the case. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A2: patient initials age/dob were not available. H6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.